Event description:
Incorrect device size selection was ordered for the procedure. Physician decided to proceed with the surgery, after contemplating a solution to the situation. The main body graft was deployed without any complications followed by the uneventful deployment of the contralateral iliac leg graft. Before placement of the ipsilateral iliac leg graft, the physician decided to create a "chimney" by using a 10mm graft material on the ipsilateral side. The graft material was attached to the right proximal common iliac artery and the distal common iliac artery above the bifucation of the internal and external iliac arteries. The iliac leg graft was deployed and landed inside the "chimney" graft. At this point it was noticed that the leg graft had not landed in the common iliac artery as desired. An iliac leg extension was placed distally to the leg graft to extend the landing zone of the endovascular graft. No pt complications were noted. No endoleaks evident during the final angiogram.